Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire anchor of the jagtome rx 44 was dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the wire anchor got dislodged or dislocated from its distal pierced hole. The device was observed under magnification, and the distal pierced hole was torn. Additionally, the cutting wire was blackened. The distance per the dimensional inspection of the distal pierced hole to the proximal pierced hole was within specification. No other problems with the device were noted. The reported event of wire anchor dislodged was confirmed. Upon analysis, it was found that the wire anchor got dislodged or dislocated from its distal pierced hole, and the cutting wire was blackened. The cutting wire being blackened indicates that the device was energized. It was also found that the working length was torn from the distal pierced hole, which could have been caused by submitting the cutting wire to tension during the handle actuation, and the possibility of the device being energized during the handle actuation. Also bowing the device without being completely out of the scope can lead to tear it and displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire anchor of the jagtome rx 44 was dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.